Manufacturer narrative:
Awaiting the return of the device.

Event description:
Monitor has turned off and/or glitched during intubations. Sometimes it works, sometimes it doesn't. The monitor "glitched" during intubation but another provu monitor was used to successfully intubate the patient, per the md. No serious injury/harm to patient or user no indirect harm no required intervention to prevent permanent damage no hospitalisation - initial or stay prolonged by 1 day or more no serious injury, disability or permanent impairment not life threatening no deaths.